Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to communicate with a monitor) was confirmed. As received, the electrode belt failed incoming testing, specifically a therapy electrode recognition test. During investigation, a pinched pulse wire was discovered in the rear therapy electrode cable, causing a short to the dn pca. The root cause for the pinched pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.